Manufacturer narrative:
Add'l lot # 1214951, manufactured 9/2007. Samples have been received from the customer; however, smiths has not completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.

Event description:
The reporter stated that the tubing disconnected at the cassette on 2 samples and disconnected at the burette on a third sample. There was no pt injury or treatment associated with this event.